Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one k-wire was placed in the patient's spine in a different position than intended with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of one k-wire placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placement was corrected to its intended position without navigation at the very same surgery. - the outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating placement. - there was no harm or negative clinical effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of 1 hour. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the laterally deviated k-wire placed in the patient's spine, with the aid of navigation, is a combination of: - relative movement of the anatomy operated on, t4, in relation to the bone where the navigation reference array was affixed, t7, due to a non-rigid connection of these and forces applied to the spine. Imaging data provided by the hospital shows a shift of the anatomy when comparing the first and second registration scans which increases as distance from the reference array increases. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid due to e.g. Spine instability as in this case- results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. - movement of the patient reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab, and/or inadvertent forces (skin pressure/rebound) applied to the array. A shift of the reference array to the patient's right was observed as the drill guide was being navigated and would rebound toward the original position after drill guide removal. Skin pressure due to drill guide interaction may explain this observation as rebound pressure on the not fully affixed array could have led to a shift of the displayed instrument allowing for a lateral deviation. Additionally, log files provided from this surgery show that an array movement warning was displayed during drill guide navigation/trajectory creation at t7. Relative movement of the reference array after registration disrupts the coordinate system established, and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated for by the navigation software. Apparently, the resulting deviation between the registered intra-operative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a fusion of vertebrae t3 to t8, with intended placement of 12 spine screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative c-arm scan, the surgeon discovered that one k-wire placed with the aid of navigation deviated from its intended position (at right t4 deviating laterally by ca 3 mm). According to the surgeon (treating clinician): - the deviation of one k-wire placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placement was corrected to its intended position without navigation at the very same surgery. - the outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating placement. - there was no harm or negative clinical effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of 1 hour. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.